Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown. No lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection piece was cracked and the device was not infusing into the patient. Event occurred during infusion. There was no report of patient harm.

Manufacturer narrative:
D9: device received on 7/16/2025. H3: the device was received for evaluation. No lot number was provided. Visual and functional tests were performed, and the customer's reported defect was not confirmed. There was no evidence this breakage was traced back to manufacturing process and there was no known cause of the reported issue. No further action was taken.